Event description:
Additional information received reported that the procedure done on 2014-(B)(6) was a pump refill. The cause of the overdose symptoms on that date were reportedly morphine sulfate. The pump had been restarted at a much lower dose but the patient did reportedly did not tolerate it. The pump had been stopped as an intervention taken to mitigate or resolve the event. The patient reportedly recovered without permanent impairment.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was in overdose. Symptoms reported were respiratory depression and sedation. The patient was in the ER after having "some pump procedure" yesterday, which was thought to be a refill. The patient was responding positively to IV narcan. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).